Manufacturer narrative:
The insulin pump alarmed with motor error during the displacement test due to an out of phase encoder signal.

Event description:
The customer reported a motor error alarm during a bolus. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.